Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of auto mode switch due to atrial lead noise were observed on a remote transmission. There were no adverse health consequences to the patient. The lead will be monitored.